Event description:
A report was received that the patient was experiencing lead site pain and numbness from the left hip down to the knee. The patient was being treated by the physician for the new pain, which was not related to the stimulator. The patient was doing well. No further information could be obtained by the bsc representative.

Manufacturer narrative:
Additional information was received that the patient was still having numbness and it was confirmed by cat scan that it was not device related.

Event description:
A report was received that the patient was experiencing lead site pain and numbness from the left hip down to the knee. The patient was being treated by the physician for the new pain, which was not related to the stimulator. The patient was doing well. No further information could be obtained by the bsc representative.